Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery as the existing reservoir migrated. During the procedure, the existing reservoir was removed and replaced. It was indicated that the bew reservoir was located deeper in the retropubic space. There were no patient complications reported.